Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Based on additional information provided, the damage on the access luer connector is a broken cone. This broken cone caused an external fluid leakage during priming of the set. The cause of the reported condition is the current design of the luer connector. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leak was observed at the access line connector. There was no patient involvement. No additional information is available.